Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory, the versacross rf wire, was first visually inspected, and it failed, as the coating issue was seen close to the pigtail end. Next, the wire passed the dimensional test; the wire body outer diameter, proximal end outer diameter, electrode height, heat shrink gap were all within specifications. Therefore, the reported allegation was confirmed. The 'failure to follow instructions' cause code was selected based on the information provided and testing of the returned product. It was concluded that use of introducer metal cannula has contributed to the event although it was warned in the IFU as 'do not attempt to insert or retract the versacross rf wire through a metal cannula or a percutaneous needle, which may damage the device and may cause patient injury'. No evidence was found to indicate a manufacturing or design-related issue.

Event description:
It was reported that a versacross connect access solution kit was selected for use. During the procedure, whiule femoral access was being attempted, it was observed that the outer coating of versacross rf wire got damaged near the distal loop when it was accessed through a non-boston scientific cook needle. The insulation peeled back but it was attached. The physician felt the versacross rf wire was got caught while retracting which required to apply excessive force to get pulled out. The patient did not have any mechanical hardware (leads, etc) in their right atrium (ra). Thus, the device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to be returned for analysis. It was also confirmed that snare was not used and no foreign body in patient was observed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a versacross connect access solution kit was selected for use. During the procedure, whiule femoral access was being attempted, it was observed that the outer coating of versacross rf wire got damaged near the distal loop when it was accessed through a non-boston scientific cook needle. The insulation peeled back but it was attached. The physician felt the versacross rf wire was got caught while retracting which required to apply excessive force to get pulled out. The patient did not have any mechanical hardware (leads, etc) in their right atrium (ra). Thus, the device was replaced, and the procedure was completed successfully. No patient complications were reported. The device is expected to be returned for analysis. It was also confirmed that snare was not used and no foreign body in patient was observed.